Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's controller was dysfunctional. The controller was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed that the controller passed visual examination and functional testing. The results of the analysis revealed that the controller was able to recognize a power source attached on both power ports; all connections were stable with no abnormalities observed. Log file analysis revealed that the controller in use during the reported event contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of alarms log files revealed that a critical battery alarm on (B)(6) 2018 at 06:45:10. The relative state of charge (rsoc) went from 24% to 5% rsoc. This is an indicative of an estimator error of the battery, this observation is only related to a battery malfunction. As a result, the reported defective controller could not be confirmed. The most likely root cause of the critical battery alarm can be attributed to an estimation error of the battery. If information is provided in the future, a supplemental report will be issued.